Manufacturer narrative:
Additional information: h4: the lot was manufactured between january 6-8, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was observed that there was fluid inside the housing. Functional leak testing was performed, and it was noted that there was a very slow leak coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause for the bladder crimp leak was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder. It was suspected that the bladder had a pinhole, causing fluid to accumulate at the bottom of the infuser bottle. The device contained fluorouracil 2400mg in 230ml of dextrose 5%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to initial g3: date received by MFR - update the date to 07/07/2025. Should additional relevant information become available, a supplemental report will be submitted.